Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Suddenly felt an approx. 5 mm long metal piece in mouth [device breakage] no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2017 that the last time he brushed his teeth with a new oral-b power oral care refills crossaction, he suddenly felt an approximately 5mm long metal piece in his mouth. The consumer stated that he had been using the crossaction brush heads to clean his teeth and had been very happy with their cleaning power. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.